Manufacturer narrative:
B4: 22jul2021. The device was in clinical use at the time the reported issue was discovered; however, the therapy had already been concluded, and the patient was being removed from the ventilator when the event occurred; therapy was not interrupted, and the patient was no longer being ventilated. The patient was moved to another device, and there was no adverse outcome, patient care, or harm reported. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The code in the event log suggests that the power button was pressed to shut down the unit. The respiratory manager and the fse came to the conclusion that the staff had powered the unit down and, at the moment, didn't realize they had done so. The problem occurred due to a user-initiated shutdown. The fse was unable to duplicate the reported problem, and a full performance verification has been performed, and the device passed all tests successfully and return to service.

Manufacturer narrative:
The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
The customer called technical support (ts), reporting that the device¿s touchscreen shut down while on a patient. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer is not reporting any adverse outcomes to the patient care or therapy.